Manufacturer narrative:
(B)(4). The device was returned to baxter & evaluated. The reported system error 105 was reproduced during eval, caused by severed motor mount screws. The motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump has a system error 105. Any pt involvement, injury or medical intervention is unk.